Event description:
I received my free home covid 19 tests; however, the extended life is until january 1, 2025. That gives me 2 1/2 months to use them before they are outdated. That is truly absurd. I called to complain but the agent only kept reading from a prepared script and was of no help. Can I receive additional tests with a decent life span? (B)(6).